Event description:
It was reported that while in the pediatric cardiac cath lab the wedge pressure catheter was inserted into the pt and per the md the catheter failed. As a result, the md removed the catheter and inserted a second wedge pressure catheter. Additional info received on (B)(6) 2013 stated that the event involved a (B)(6) female pt, (B)(6) in weight. While the md was performing a heart catheterization on this pt he noted that the wedge pressure catheter was defective. As a result, the md removed the catheter from the pt. The md requested a second wedge pressure catheter for the procedure. There was a delay / interruption in therapy however this did not cause harm to the pt. There was no reported pt injury, complications or death. Medical/surgical intervention was not required. The pt outcome is fine. Ref MDR #2242445-2013-00025 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.